Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch that patient wearing caused sores on their gums and tongue. Further information requested.

Manufacturer narrative:
We reviewed the DHR for this (B)(4) / patient ID# (b)(6 / site ID# 22761, qty. (B)(4) items assy-500011 (aligners) and (B)(4) items assy-500010 (templates) were packaged by the third shift by bag-and-box operation on (B)(6) 2024, manufacturing cell1, equipment bag-1. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing this (B)(4). Raw material: part-501017-b / lot# 08324291 / qty. Received = (B)(4) pcs, inspection date: march 14, 2024. The material was found to be acceptable for use in the manufacture of the sure smile product. Photo investigation the provided evidence (photos) shows a set of aligners (upper and lower) assembled on the patient's teeth. The aligners show a proper fit, and no condition is observed that could cause injuries to the patient. The images show an apparent lesion on the inner area of the left cheek. It is not possible to identify any injury on the tongue in the photos. The allergy reaction checklist indicates that the patient does not have any type of allergy and also states that no allergy tests were conducted for the product.